Event description:
It was reported that the camera head had no image. The issue was found before sedation of a therapeutic unspecified procedure, which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.